Event description:
A dialysis health care professional reported a system error 2240 alarm fill 3/5 during treatment using homechoice device. Unable to follow-up with home pt because pt is currently hospitalized for unrelated reason. The health care professional was not notified of this incident by the home pt as the pt was instructed. When the pt called in the alarm, the technician reported "the pt line disconnected". No further details are known. There was no pt injury and no medical intervention associated with this incident per the health care professional.